Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between the carelink and mobile device. The customer reported no adverse event. The event involved product(s) mmt-8201. Troubleshooting was performed, and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-8201.

Manufacturer narrative:
An attempt to reproduce the reported event was conducted using guardian app ver. 1.5.1 on the samsung a13 android 14, device with transmitter. We were unable to reproduce the issue during testing. The software successfully adhere to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. We were unable to conduct a thorough investigation due to lack of information (ios logs, guardian app logs, steps to reproduce) necessary to perform a comprehensive analysis. This device was not allowed listed (was not tested) for guardian 1.5.1 app on the start of the work with simplera app and each time when app will restarted customer will receive screen with information, that device related to gray list section. And every time the customer starts the guardian application, he receives a warning that there may be various problems with the use. Most likely here we have one of the two reason of this issue: 1) temporary server error 2) some issue due to not compatible device (gray listed device) issue was unknown to assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: we recommend waiting until the server is stable or trying to launch the app on a device that is on the allow list. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event was conducted using guardian app ver. 1.5.1 on the samsung a13 android 14, device with transmitter. We were unable to reproduce the issue during testing. The software successfully adhere to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. We were unable to conduct a thorough investigation due to lack of information (ios logs, guardian app logs, steps to reproduce) necessary to perform a comprehensive analysis. This device was not allowed listed (was not tested) for guardian 1.5.1 app on the start of the work with simplera app and each time when app will restarted customer will receive screen with information, that device related to gray list section. And every time the customer starts the guardian application, he receives a warning that there may be various problems with the use. Most likely here we have one of the two reason of this issue: 1) temporary server error 2) some issue due to not compatible device (graylisted device) issue was unknown to assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: we recommend waiting until the server is stable or trying to launch the app on a device that is on the allowlist. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.